Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty (bkp) at l1 due to primary osteoporosis (compression fracture). Intra-op, cement solidified. Cement was stored at proper temperature(s) before and during the procedure (below 25 ° c during storage; 23 +/- 1 ° c for 24 hours prior to use). Cement mixing time was 30 seconds. Cement condition was appropriate before being injected into the patient. The malfunctioned cement was used to complete the procedure without any problem. No patient complications were reported as a result of this event.